Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. Additionally, it was reported that resistance was experienced during the fill process. Customer's blood glucose level was 245 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.